Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that surgical intervention was performed and the lead was surgically abandoned. Visual inspection was unremarkable.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range pacing impedances due to suspected insulation damage and loss of capture (loc). No adverse patient effects were reported. Surgical intervention is planned but not yet performed and as such the lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.